Event description:
The healthcare provider reported that although the highlighted b-scan in the optical coherence tomography 5-hd raster scan overlay on the reference fundus image matched the intended selection, the retinal b-scan tomogram displayed by forum viewer software v.3.2.1 for the patient was not the b-scan tomogram selected. For the patient was not the b-scan tomogram selected. For example, b-scan number 3 of 5 was highlighted in the fundus image but b-scan number 1 of 5 was displayed.